Manufacturer narrative:
A ge service representative performed an over-the-phone investigation. The customer rebooted the system and the system was then operating as intended.

Event description:
The customer reported the system would not boot up. No patient injury was reported.